Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal,bolus leaking test follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a pump. Conclusion: reservoirs no air bubbles and not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call finding multiple air bubbles in the tubing and a large air bubble in the reservoir. The customer stated her blood glucose level had been higher than normal. She had changed the set on (B)(6) 2017 and her blood glucose when waking up the morning of the call was 260 mg/dl. She had breakfast, took a bolus and an hour later, her blood glucose level was still rising. During troubleshooting, the customer stated there was an insulin leak passed the reservoir o-rings. No insulin was found inside the insulin pump. The customer was advised against tilting the plunger during the filling process. The customer indicated she would be changing the entire set. She also reported having signs of infection and blood at the site. She stated there was swelling, redness and scabbing. The customer was advised to contact the doctor to discuss infection. The reservoir and infusion set will be returned for analysis. The customer declined troubleshooting the insulin pump.